Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guide catheter was frayed at the tip upon inspection. A different catheter was used to perform the procedure. No patient complications have been reported as a result of this event.